Event description:
It was reported that the sensor was removed, there was no electrode part. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the reported sensor was inserted and the transmitter was connected to the sensor, the green light on the transmitter did not flash and the sensor was removed. The device will be return for analysis.